Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had been exposed to pool water and then the customer received a critical pump error. The customer also stated the insulin pump had physical damage. Blood glucose value was 130 mg/dl at the time of the incident. Troubleshooting was unable to be completed. The device will be replaced and returned.

Manufacturer narrative:
Pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.